Event description:
Reference number (B)(4) event occurred in colombia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The hyperglycemia persisted for approximately 1 hour. The patient was treated with a correction bolus and changed infution set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.